Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having difficulty breathing/short of breath, cough and acute sinusitis while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to have difficulty breathing/short of breath, cough and acute sinusitis while using this device. There was no medical intervention required by the patient. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's service center for further evaluation. The manufacturer inspected the internal aspect of the device and observed the dust/dirt contamination found at the air inlet on the motor casing ,impellers,bottom panel,back of lcd panel and blower box was incosistent with degraded sound abatement foam contamination also the manufacturer observed the presence of contamination throughout the airpath suggests a source external to the device. Two small pieces of debris were found within the blower box ,source of the debris is unknown and mineral spots consistent with water ingress were found within the blower box and on the motor casing and slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination observed by the manufacturer. The manufacturer concludes there was no evidence of sound abatement foam degradation, but dust/dirt contamination and water ingress was observed and are consistent with being from an external source. Section(s) b1, b2,  has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated. Section d8,d9 updated in this report.